Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's sudden shutdown requires verification. There was no patient involvement.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's sudden shutdown requires verification. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's sudden shutdown requires verification.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave. Fse reported that elimination of the defect by performing the d0 software update. No parts were replaced. Fse carried out operational tests with positive results. The fault did not cause any harm to operators/patients. Repair completed, the equipment can be used.